Event description:
It was reported that the patient experienced multiple insulin delivery occlusions while using the ilet with a 23-inch teflon inset infusion set, and an alert 38 consecutive stalled motor alarm occurred but resolved after a device restart, firmware update, with a reported blood glucose of 357 mg/dl and full supply change. The patient had been performing partial supply changes and infrequent infusion site changes. Customer care provided support that included review of device logs, and guided troubleshooting steps, followed by shipment of replacement supplies. Investigation of this case revealed insulin flow obstruction consistent with occlusion that persisted until supply change, with the stalled motor alarm resolved after restart and firmware update; improper supply change practices and an infusion site issue were considered contributory. No clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of glucose control after supply change and troubleshooting, with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to infusion site and consumable performance, resolved by complete supply replacement and adherence to recommended change protocols.